Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank displays. Customer stated the battery cap was damaged. Customer stated that the metal piece came off and since had been having a hard time keeping the battery in place. Customer's blood glucose was 192 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.